Manufacturer narrative:
H4: the device was manufactured from february 10, 2023 - february 14, 2023. H10: the actual devices were not available; however, photographs of the samples were provided for evaluation. A visual inspection of the photographs showed fluid inside a bag that contained the folfusor devices and white drug residue located on the outer surface of the device bottle; which suggested leaks had occurred. Based on the photos, the reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter city: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume folfusors leaked; liquid appeared in the bags which the devices were packed into. This was identified three hours after preparing the devices, before patient use. White spots appeared on the outer containers after drying indicating fluorouracil was present. There was no patient involvement. No additional information is available.